Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while attempting to take the electrical potential, the slide control extended and catheter array became knotted and made it difficult to retract the sheath. When the sheath retracted a knotted furtherformed and the array torn exposing copper wire. The pulsed field ablation catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012350770 was returned and analyzed. Visual inspection showed the spiral array was inverted, the pebax tube was pinched and twisted in the spiral array, the proximal arm pebax tube was torn, and the nitinol wire was dislodged from dual lumen. Mechanical verification of steering and slide mechanisms showed the steering function was normal, the slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed and using a test catheter interface cable was connected to a generator. The hipot and electrical continuity test of the electrode wire insulation revealed that electrode e1 was an open loop. X-ray imaging showed electrode wire (e1) was broken inside the spiral array. Visual inspection also revealed that the nitinol wire was dislodged from dual lumen, exposing the electrode wires. The pebax tube was seen to be kinked and twisted in the spiral array area. In conclusion, the reported issue of an array knot was not confirmed during testing; however, the exposed wire issue was confirmed. The loop catheter did not pass returned product inspection due to an inverted array, the nitinol wire was dislodged from the dual lumen, the kinked and twisted pebax tube, the proximal arm pebax tube was torn, and an ele ctrode wire was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.